Event description:
Major pump unit(s) involved: device thrombosisadditional text: suspected source of thrombus for 2 recent neuro eventsspecific component(s) involved: outflow graft malfunction/malposition; outflow valveadditional text: visible clot seen in the outflow valve upon explant; visible clot seen in outflow graft upon explantother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: outflow graft malfunction/malposition; outflow valve.